Event description:
It was reported that a titanium trochanteric fixation nail system (tfn) initial surgery was performed on (B)(6) 2014. During the surgery, the canal for the blade guide sleeve (357.369) on the 130° aiming arm (357.366) was worn away due to overuse. The aiming arm did not prevent the sleeve from rotating. The surgeon continued using the aiming arm with difficulty; however, the surgery was completed successfully, with a 20-30 second surgical delay. No patient harm was reported, the patient outcome was "okay." This complaint involves three devices. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles has shown that: the returned devices are critical components of the synthes titanium trochanteric fixation nail (tfn) system which allows for an intramedullary method for stabilizing femur fractures using implants made of titanium alloy. The tfn system is composed of a series of cannulated nails, helical blades, end caps, locking bolts, and screws. The tfn system includes a 130° aiming arm (357.366) which in accordance with the blade guide sleeve (357.369) and buttress nut (357.371), are used to accurately guide a helical blade into the tfn in order to help secure it following insertion. Drawings 357_366 (rev b) (07mar05), 357_369 (rev c) (20mar02), and 357_371 (rev a) (09may01) were reviewed and determined to be suitable for the design, application, and dimensional conformity of the subject parts. Based on the findings of the investigation it is most likely that the main reason for the complaint condition is due to a damaged flange region of the buttress nut, which prevented smooth interaction with the aiming arm. In addition to the damaged buttress nut, the worn region of the aiming arm through which the buttress nut/guide sleeve pass, could have also contributed to the complaint condition. Manufacture date: 11/02/2006. The DHR was reviewed and mrr #125817 was found on p/n dg10052 lot #5236577 for d3 undersize and part damaged by inspection on supplier parts. The 1 part out of 96 damaged by inspection was scrapped and 95 were returned to the supplier for rework. The parts were reworked, inspected and accepted after rework by the qe. This nonconformance is not relevant to the complaint because the issue is on the knob component that does not contact the guide sleeve component. Mrr #102141 was found on raw material p/n 11051 lot #5052338 for cert does not have chemical compound "n". The supplier provided the corrected cert and the material was accepted. This nonconformance is not relevant to the complaint condition because the issue is on raw material used for the knob component. Mrr #103841 was found on p/n e1062 lot #5098910 for material cert and hardness cert not received from the supplier. The product development engineer accepted the material use as is because 304ss is in the 18-8 family and its material composition matches that required per the spec listed on the drawing and are therefore acceptable. No issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.